Event description:
Patient representative reported left side "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implant due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced swelling, asymmetry, pain and tenderness, rashes and constant itching. Also chronic insomnia, chronic headaches both not related to the device, capsular contracture, significant weight loss, which is not related to the device and chronic gastrointestinal upset or reflux also not related to the device. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety, as well as loss of quality of life, depression, and ptsd; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "pain", "enlarging" and concern with textured product. Patient also reported "low grade fever¿ and ¿headaches¿; these events are not device related. Additionally, patient reported "liquid around breast" and "small lumps under my breasts". Device has been explanted.